Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3: product analysis found visually, device was returned in a plastic bag without other components (carton, pouch, inserts, packaging tray, electrodes). There was no biological contamination on the tube. The paper tape on wire harness was intact. Functionally, syringe was used to inflate the cuff with 15cc of air and the cuff deflated immediately due to a large puncture on the cuff. The puncture on the cuff measured 0.253 inches (horizontally). The puncture on the cuff is in alignment with red and red (with white stripe) wires. Electrically, for additional analysis resistance from end to end shall be less than 200 ohms, and the actual measurements were 14.1 ohm (red), 9.2 ohms (red with white stripe), 15.3 ohms (blue), and 8.3 ohms (blue with white stripe). In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, the tube was leaked. The procedure time extended for 2 minutes. The procedure completed using backup devices. No patient injury.